Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited far p oversensing and low p wave amplitude with unipolar lead warnings. No intervention or patient condition was reported.